Manufacturer narrative:
H4: the lot was manufactured from december 09, 2020 - december 10, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph in which a leak was observed at the blue winged cap. The reported condition was verified. The cause of the condition could not be determined, however the most probable cause is use error in which the blue winged cap was not securely tightened. The product labeling (IFU, instructions for use, indicates the cap should be securely connected to the flow restrictor after fill and prime. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) ¿had been leaking slowly¿. This issue was discovered when being checked before dispensing. The device was filled with fluorouracil 3500mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.